Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant of this bioprosthetic valve, the patient experienced right bundle branch block (rbbb). One day post-implant, the patient experienced 1st degree atrio-ventricular (av) block and ventricular ectopy. Two days post-implant, the patient experienced left bundle branch block (lbbb) and av dissociation. Three days post-implant, the patient experienced complete heart block (chb) and asystolic arrest. Subsequently, four days post-implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Added patient information. Added device serial number. Added expiration date. Added unique identifier. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.